Event description:
Customer reported the system locked up during a case. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the generator interface board. System operates as intended.